Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >300 mg/dl while wearing the pod between 36 and 48 hours. The patient mentioned that they experienced vomiting. The patient was treated with IV(intravenous) fluids and insulin. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.